Manufacturer narrative:
(B)(4) . Concomitant medical products: taperloc por fmrl 10x140, pn 103204, ln unknown, m2a-magnum 42-50mm tpr insrt-3 0/-3mmt1, pn 139254, ln unknown, m2a-magnum pf cup 56odx50id, pn us157856, ln unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-00495, 0001825034-2020-00497, 0001825034-2020-00498. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent an initial left total hip arthroplasty due to unknown reasons. Approximately 10 year later the patient underwent a revision surgery due to pain, dysfunction, and loss of range of motion. No additional information provided at this time for review. Attempts were made to obtain additional information; however, none was available.

Event description:
It was reported that patient underwent a left hip revision approximately 10 years post implantation due to pain, dysfunction and loss of range of motion. During the procedure, adverse local tissue reaction and pseudotumor were found. Corrosion was also noted on the trunnion of the stem and lysis was found around the femur and cup. The head, taper, and cup were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected reported event was confirmed by review of medical records noting patient was experiencing symptoms of pain, swelling, inflammation, metallosis, elevated metal ion levels, and tissue damage. MRI found pseudotumor and 15 ml of cloudy yellow synovial fluid was removed. Corrosion noted on the trunnion. Areas of lysis around the proximal femur but on growth was palpable and implant was well fixed. Lysis was found around the shell circumferentially. No segmental bone connected to the acetabular component. Additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a left hip revision approximately 10 years post implantation due to pain, dysfunction and loss of range of motion. Patient also claims to be suffering from metallosis, elevated metal ion levels and damage to surrounding bone and tissue. Attempts have been made and additional information is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b5; g4; d4; d11; h2; h3; h4; h6. D11: taperloc por fmrl 10x140, pn 103204, ln 864810, m2a-magnum 42-50mm tpr insrt-3 0/-3mmt1, pn 139254, ln 330980, m2a-magnum pf cup 56odx50id, pn us157856, ln 704150. Reported event was unable to be confirmed due to limited information provided by the customer. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.